Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 4 fr d/l powerpicc provena was returned for investigation. The catheter exhibited evidence of use. The catheter had been trimmed to length and residue was observed on the extension legs. A complete tear was observed in the extension leg and the red luer adaptor was not returned for investigation. The cross section of the extension leg tubing revealed a rough and jagged surface. What appeared to be beach marks were observed with multiple origins along what would have been the interface between the extension leg and the red connector. The bond between the purple connector and the extension leg tubing did not exhibit irregular attachment points and no tears were observed in the tubing. An internal investigation has been opened to determine the root cause. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that patient presented with a separated hub on a 4fr dl provena catheter. The catheter was removed and replaced. The catheter was inserted at a different facility; no product information available. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that patient presented with a separated hub on a 4fr dl provena catheter. The catheter was removed and replaced. The catheter was inserted at a different facility; no product information available. No patient injury reported.